Event description:
A malfunction was reported when a malfunction 0 alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred, prompting a replacement of the pump. The pump was within warranty, and the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support guided the customer on how to put the pump into storage mode before returning it and ensured the shipping address for the replacement pump was confirmed. The customer was instructed to return the problematic pump using a pre-paid label within ten days, which they understood and acknowledged.